Manufacturer narrative:
The device was not returned to olympus for inspection but the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue was caused by deviation from the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.

Event description:
It was reported that the endoscope reprocessor had white debris mixed in the tube of the auxiliary water supply. The endoscope reprocessor was used to reprocess the colonovideoscope. There was no report of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.